Manufacturer narrative:
The finalized radiometer investigation of the received data logs concluded that the abl90 flex plus analyzer (i393-092r0090n0001) gives repeatable and correct measurements and the root cause of the low po2 and so2 result most likely is metabolism that has occurred in the time from sample draw to measurement.

Event description:
According to the complaint the customer has reported a false low po2 result of 1.44 kpa and 1.40 kpa from another sample, from the same patient measured on the same abl90 flex plus analyzer. When they tried another sample on another abl90 analyzer the po2 was 11.5 kpa, there was also discrepancy on so2. It is patient x that they are complaining about. Measurements of so2 on the concerned analyzer: 0,079 fraction and 0,083 fraction. Measurement of so2 on the comparison analyzer: 0,971 fraction. The customer reported the po2 and so2 measurements as false low on the abl90 flex plus analyzer. No reports of serious injury or death.